Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was 444 mg/dl. The customer was treated with the insulin pump. Customer was using the insulin pump 48 hours prior to high blood glucose event. Customer was not using sensor currently and not able to perform troubleshooting. The insulin pump will not be returned for analysis.